Event description:
It was reported the algorithm for over sensing did not withhold therapy and the patient received several inappropriate therapies. The device remains in usel. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three ventricular fibrillations less than or equal to 190 ms average v-cycle noted between (B)(4)-2012 18:31:48 and (B)(4)-2012 01:24:16. There were ventricular short interval count (v-sic) equaling 28 counts, in 0.65 day, between (B)(4)-2012 18:34:34 and (B)(4)-2012 10:12:26.